Event description:
Patient was revised. It is speculated that the area was under reamed thus putting too small a cup causing cup to loosen, which spun in socket causing hip to dislocate. The patient was also reported to have osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.